Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis and reported unavailable; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies coil unraveling and breakage as potential complications associated with use of the device.

Event description:
As reported through medsun report received ref. # (B)(4), while placing a coil within a stent to treat a cerebral aneurysm, the coil became caught on the stent and broke the stent and the coil unraveled. A fiber from the coil was unable to be retrieved and is still in the patient's artery. There is no treatment for this issue, and this should not cause any harm to the patient. The aneurysm was successfully stented. Original intended procedure: cerebral aneurysm coiling. Additional information indicated: there is no product sample available for return evaluation was it was discarded. No further treatment is planned. The patient will likely have a 6-month follow-up. The patient was monitored and reported to be doing well on (B)(6) 2025.